Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8610tdc-20, batch 031934 was received for investigation. Visual inspection identified that the distal tip of the returned ar-8610tdc-20 had broken off. The fragments were not returned for analysis. Analysis conducted with digital micrometer ID: 224 identified that the diameter of the distal end met design specifications. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during chevron surgery the drill broke off. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.